Manufacturer narrative:
Concomitant product: product ID: 506852, lead, implanted: (B)(6) 2003. Product ID: 419488, lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished r waves about one week post implant. An x-ray was performed, the lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.